Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when the end user is leaving the van, the chair will pull to the left and slow down.